Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions related to the post-op wound dehiscence: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on 9-jun-2025 and a barbed suture was used. Post-op, the patient went to the ER the night of the procedure and the patient was brought back to the or the next day with a wound dehiscence. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code. Additional information: a2, a3a, b1, b7, h4, h6 clinical code, h6 investigation code. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 71yo male, bmi 28.2. Name of index surgical procedure? Achilles tendon repair. The diagnosis and indication for the index surgical procedure? Rupture. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. Did the sutures barbs not engage in the tissue? Unknown. Did the suture pull out of the tissue? No. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Yes, several times. Broke towards the middle. Had to open 3 separate sutures were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Patient was in a splint. Onset date/time of dehiscence? (# post op days) patient was having increased pain from post op day 1, was seen in the office post op day 3. Wound was dehisced. How was the dehiscence managed? Brought back to or. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Defective sutures. Will product be returned? If so, please provide the return date and tracking information. Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: did 2 sutures break during the initial achilles tendon repair procedure? If this is incorrect, please provide the quantity of sutures that broke during the initial procedure. During the re-operation that was performed because of the post-op wound dehiscence, was the one suture found broken inside the patient? It was stated that the used sutures are not available for return and that only the remaining sutures that came in the box are available. Please confirm: will the unopened representative samples be returned? If yes, please provide tracking number.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did 2 sutures break during the initial achilles tendon repair procedure? If this is incorrect, please provide the quantity of sutures that broke during the initial procedure.yes 2 suturs broke! During the re-operation that was performed because of the post-op wound dehiscence, was the one suture found broken inside the patient? Not sure it was stated that the used sutures are not available for return and that only the remaining sutures that came in the box are available. Please confirm: the remaining sutures are ready to return. There was no box sent to us to return them. Return kit shipped to account contact.